Event description:
It was reported that thrombus occurred. The patient had been taking aspirin pre-procedure. A left atrial appendage (laa) closure procedure was being performed. The patient presented in atrial fibrillation (af), and cardioversion was performed to restore sinus rhythm. Venous access was obtained, transseptal puncture (tsp) completed, and contrast injection was performed. At that time, it was noticed that heparin had not yet been administered. Heparin was subsequently given approximately eight (8) minutes after tsp. A 31mm watchman flx pro delivery system and closure device (wds) was advanced and deployed. While release criteria was being assessed, a small thrombus was visualized on the distal portion of the core wire on the wds. Aspiration was performed with an unknown amount of blood removed. The closure device was implanted after meeting release criteria. The patient remained hemodynamically stable and the procedure was concluded. The patient woke without neurological symptoms and is expected to fully recover. In the physician's opinion, the thrombus was likely related to the patient not being on an oral anticoagulant (oac) therapy, presenting in af, and delayed heparin administration following tsp.